Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call wife's insulin pump had unexpected restart. A cold reset was performed. Customer also had blood glucose of unknown. The customer stated that the insulin pump was able to clear the alarms. The customer was able to rewind the insulin pump. During troubleshooting the insulin pump received another pump error. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. (B)(4).